Manufacturer narrative:
The probe has been returned by the hospital (with two other probes) it has not yet been analyzed by manufacturer. Evaluation in progress. Nevertheless, we advise that a reading value of -1 mmhg after implantation is tolerable. Indeed, we indicate in our instructions for use a pressure accuracy and a zero accuracy of +/- 1 mmhg. This probe would not have to be explanted.

Event description:
After a second implantation, the operator has implanted a third probe that displayed again a negative value (-1 mmhg).

Event description:
After a second implantation, the operator has implanted a third probe that displayed again a negative value (-1 mmhg).

Manufacturer narrative:
According to sophysa in-house process, analyzes were performed on icp catheter and the defect was confirmed with e001 error on pressio monitor. A visual inspection shows that the icp catheter is clean, a fold is present at nearly 360 mm from the tip. Then, dongle shell was opened and no visible cut of micro-wire was observed. Otherwise some electrical components were oxidized. Further analysis has shown that this oxidation was due to detergent residues used for washing electronic cards. This oxidation may explain the occurrence of e001 error. A corrective action has been implemented with the supplier to solve this problem. Corrective action/preventive action is currently in progress.